Event description:
The customer reported that a pump module infusing levophed at "max dose", alarmed for ¿channel disconnect¿. The module was detached and reattached but remained blank and would not start. The module was replaced; however, a second ¿channel disconnect¿ alarm occurred. The infusion was successfully restarted on a third module. The patient¿s blood pressure dropped to 70s/30s during the incident but returned to base line after the infusion was restarted. No long-term patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of channel disconnect events was confirmed. Physical inspection of the pump modules and concomitant pcu inter-unit-interface (iui) connectors confirmed contamination on the gold plated contacts that could produce channel disconnect/power loss events. Dried fluid residue (white in color) could also be seen on the bodies on many of the connectors. Log analysis of the pcu shows during an infusion of levophed (norepinephrine) on pump module sn (B)(4) a channel disconnect/power loss event occurred at 1:32am. This event would cause the channel to lose power, the levophed would stop infusing, and the pcu screen would display a channel disconnect message accompanied by an audio alarm. A short time later during another infusion of levophed (norepinephrine) on pump module sn (B)(4) a channel disconnect/power loss event occurred at 1:35am. This also would have displayed a channel disconnect message accompanied by an audio alarm. Functional testing of the system was performed. The system was connected and powered on as received by the customer. The devices were manipulated in an attempt to induce failures. Upon manipulating the pump modules on the left side of the pcu a power loss event occurred. The root cause of the customer¿s reported experience is attributed to fluid contamination on the iui connector contacts.